Manufacturer narrative:
Motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. Motor passed motor test. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was 194 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.